Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with what appeared to be multiple consecutive episodes of ventricular tachycardia (vt). Shock therapy was delivered for multiple episodes, and in one episode therapy was exhausted. Some episodes were preceded by biv trigger pacing. There was concern that the biv pacing was pro-arrhythmic, so biv trigger was programmed off and rate zones were lowered. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient was hospitalized for multiple days due to the vt storms. The patient then underwent a vt ablation procedure. This device remains in service. No additional adverse patient effects were reported.